Event description:
Boston scientific received information that the patient with this device underwent an invasive pocket revision procedure after the device migrated to the patient's axilla. The patient reported that after the revision procedure, they had to undergo another surgical procedure due to excessive bleeding. There were no additional adverse patient effects. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.